Event description:
It was reported that during a surgical procedure the tip of the 8mm curved scissors instrument broke off inside the pt. The surgeon was able to retrieve and remove the instrument tip and complete the planned surgical procedure with a replacement instrument. No pt harm, adverse outcome or injury was reported.